Manufacturer narrative:
Lead: model 3093-33 lot#: v104159 implanted: 2008 (B)(6), explanted: na. Programmer: model 3037, serial#: (B)(4). (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient programmer displayed a "call your doctor" icon and exhibited a power on reset (por) condition. The patient noted she has diabetes, had cardiac surgery and was prescribed diuretics which increased her urinary symptoms. Additional information was requested but was not available at the time of this report.